Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the angle attachment device was not working properly. It was unknown if there was a delay in the procedure due to the event, or if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device had an undetermined malfunction was confirmed. An assessment was performed and it was observed that the device failed the cutter engagement assessment. During repair the burr lock mechanism assembly was disassembled and the 2 springs for the lock tabs had failed and were not pushing on the lock tabs to secure cutters. The cause for the springs to come out of place is due to the handpiece being run without a cutter. The assignable root cause of this condition was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.